Event description:
Event: placement of stents in graft and wire caught on hooks. Event details: wire wrap was encountered during the procedure. Additionally, the contralateral wire became caught on the hooks. Both these situations were resolved. Stents were placed in both limbs. The graft was successfully implanted.